Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Study test subject returned a used tampon that appeared to have fallen apart. Study photo showed returned tampon with a separated piece of pledget.